Event description:
It was reported that an fsl3 continuous glucose monitor sensor failed to pair with the ilet pump despite audible pairing cues, and the sensor did not enter warm-up on an android phone; the user force-stopped the app and rescanned, after which pairing succeeded and the warm-up timer began. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included complaint review and user troubleshooting guidance. Investigation of this case revealed successful pairing after application restart and rescan, consistent with transient connectivity or software behavior. It was concluded that, based on previously established findings for similar reports, the event was resolved through user troubleshooting and that the device functioned as intended.